Event description:
The customer provided feedback that the bed to bed overview feature was not working as expected, in that some beds were not showing the other bed icons or the pop-up windows. There was no patient incident.